Event description:
The customer reported that during a colonoscopy with fulguration of perianal warts in lithotomy position, while suing a (conmed) pencil, smoke was seen around the draped towel under the pencil cord. The surgeon removed the towel and saw flames. The surgeon observed a blanched area of skin at the right scrotum. No sign of burn. The pt had been prepped with an alcohol based product. The pt was kept overnight for observation. Pt had no pain, there was no burn just a red area and the pt was discharged home with ointment for treatment.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under eval. When the device evaluation is complete, a follow-up report will be submitted.